Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). Investigation is complete. This is an initial final report. Product evaluation: product review of the air dermatome (B)(4) by dover on (B)(6) 2020 revealed that the motor is erratic and the calibration is out at the 0 reading. Product repair: repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: motor, various gears, motor sleeve, spring seal, poppet assembly, and various other parts (tier 3 repair). Additional repair included recalibration. The device, serial number (B)(4), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was sent for preventative maintenance but was in need of repair. At product evaluation investigation the air dermatome was found to have an erratic motor, a reportable malfunction for inconsistent speed. No event information.